Manufacturer narrative:
Analysis was not able to confirm the reported event; programmer passed functional test and bench test. It was noted no errors were found in the programmer error logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the screen goes blank and the emergency vvi pacing activates by itself. The programmer was returned for repair. No patient complications have been reported as a result of this event.